Event description:
It was reported that during a ptca procedure, upon inspection of the guide wire, a piece of material was observed at the guide wire end. The product was not used on the pt; therefore, no pt injury was reported.